Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the ems instrument jamming and staples would not fire. The surgeon had to manually dislodge staples from device. Another instrument was used to complete the case. The case was extended five minutes.